Manufacturer narrative:
Manufacturing site evaluation: samples received: four unopened pouches. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units of this code batch were manufactured and distributed. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Degradation test results conducted on the samples received fulfill OEM requirements. With only four samples received a proper analysis on the knot security test cannot be carried out (at least 10 samples are needed to do a proper analysis). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the instructions for use of the product: "when safil suture materials are employed there is a mild inflammatory reaction, which is atypical for an endogenous reaction to a foreign body." Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). This veterinary customer complains the following: "rapid absorption of abdominal suture with opening of all intern knots. Cutaneously, it was noted an exteriorization/manifestation of the terminal point of intra-dermal suture. In the case of resolution of aural hematoma, it was noted a bigger inflammatory reaction than the normal, occurring enlargement of the knots".

Manufacturer narrative:
Mfg site investigation: eval on-going.